Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 305901, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's trial lead was fractured upon removal of the dressings. The hcp looked for any part of the lead, but could not identify anything protruding from the skin. The hcp planned to look again via x-ray during the implant procedure. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.